Manufacturer narrative:
Inspire 8f hollow fiber oxygenator with integrated arterial filter and hardshell. The product item in00172 was assembled into a custom pack that is not distributed in the USA, but the device is similar to the inspire 8 oxygenator, which is distributed in the USA (510(k) number: k130433).

Manufacturer narrative:
Unique identifier (UDI) number of convenience pack: (B)(4). Sorin group (B)(4) manufactures the inspire hvr oxygenator. The incident occurred in (B)(4). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that a significant amount of white substance was found in the cardiotomy bowl at the beginning of a case involving an inspire hvr oxygenator. The procedure was stopped to change out the circuit and blood was transfused to the patient. There was no report of patient injury. The complained device was returned to sorin group (B)(4) for further investigation. Visual inspection did not identify any abnormalities or defects. The unit appeared to have been emptied of blood and briefly cleaned at the customer site before being returned. The unit was disassembled and all internal components were inspected. Residual biological deposits were identified on the components of the filter system and other internal surfaces. No evidences of any visible white substance could be identified. As the wash performed at the customer site may have removed the reported white substance, samples of the reservoir were subjected to variable pressure scanning electron microscope (vpsem) aiming to inspect for residual micro-traces of the white substance. Results of the analysis did not highlight any significant difference among the samples. All samples presented an irregular morphology which is consistent with haematic deposits, and the chemical elements identified were compatible with blood mixed with saline solution that has passed through the filtering elements treated with silicon antifoam solution. As the reported issue could not be confirmed and no white substance was identified, the origin of the substance could not be determined. A review of the DHR was unable to identify any deviations or non-conformities relevant to the reported failure. The product was manufactured in accordance with the defined specifications. Although a specific root cause for this event was not identified, sorin group (B)(4) determined that the white substance observed by the customer may have originated by the release of antifoam silicon from the polyurethane filter system. Sorin group (B)(4) is already validating a system to automatically control the quantity of silicon antifoam solution transferred to the polyurethane to help prevent the release of silicon antifoam.

Manufacturer narrative:
Patient information was not provided. The product item in00172 is not distributed in the USA, but it is similar to the inspire hvr reservoir, which is distributed in the USA (510(k) number: k130209). Sorin group (B)(4) manufactures the inspire hvr oxygenator. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that a significant amount of white substance was found in the cardiotomy bowl at the beginning of a case involving an inspire hvr oxygenator. The procedure was stopped to change out the circuit and blood was transfused to the patient. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that a significant amount of white substance was found in the cardiotomy bowl at the beginning of a case involving an inspire hvr oxygenator. The procedure was stopped to change out the circuit and blood was transfused to the patient. There was no report of patient injury.